Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 2 for complaint (B)(4). Placeholder.

Event description:
This is report 1 of 2 for complaint (B)(4).

Event description:
It was reported that during a tibial nail procedure, the surgeon was inserting the locking screw and the targeting device missed the nail. Surgeon was drilling with the drill bit and the drill bit hit the nail instead of going through the nail. Surgeon was able to insert the locking screw through another hole to complete the procedure with no further problems, and no adverse effect to the patient.this is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed different sings of often and intense use, like scratches and nicks all over the instrument. The bore for the sleeve is badly damaged at the bottom by heavy hammer blows. A function test was performed and no deviation of the functions, which could be tested, was found. The function of the 12mm bore of the sleeve could not be checked because of the bad damage at the bottom of the bore. This damage was obviously caused by inappropriate handling during use. We found that the insertion handle has play when it is mounted onto the aiming arm. This is caused by a slight deformation of the bearing surface. This deformation was caused post-manufacturing by applying very high forces on this device and such forces can lead to a misalignment during use. No manufacturing related fault could be detected; therefore it is concluded that this complaint is invalid.